Event description:
The customer alleged cidex was leaking from the unit. The customer stated that there were no injuries reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: replaced the drain valve and the main pump valve. The fse verified that there was no loss of disinfectant and ran a successful wash/disinfect cycle.